Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Prior to purchasing the extra comfort nite protector I used a custom fit product from my family dentist costing me over (B)(6). I used the product over ten years, and as you would expect provided a perfect fit. After 10 years I wanted to explore over the counter products before investing another (B)(6) in a custom fit product. I purchased your product. It was east to fir and for the first two weeks it worked well. After two weeks the base layer separated from the dental protector. Since two protectors were provided I fitted the second one and within days the same problem developed. I guess in this case you get what you pay for. I will invest in another custom made appliance.